Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Death, as noted in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. Since, there was no reported device malfunction, there does not appear to be any indications of a stent delivery system (sds) quality issue. A conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that a 4.0 x 18 mm xience v stent was deployed to treat a lesion in the 1st diagonal branch in 2008. During an attempt to contact the pt for his 30 days follow up appointment, it was reported that the pt suddenly died at home of heart failure the following month. No additional event or pt info is available.